Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient had a pump implanted near her breast but they had to remove it because "it hurt real bad", she was losing a lot of weight, and there was breast cancer in her family so that implant location was not ideal. The patient had a new pump implanted and a new ID card was requested. It was unknown to the reporter when the issues presented or when pump was replaced.

Manufacturer narrative:
Corrected information: patient code (B)(4) is not applicable for this event.

Event description:
Additional information was received on (B)(6) 2016 from a consumer and it was reported that the pump was moved to a posterior placement on the side of the patient's body. The original placement had become unbearable; it was hurting so bad due to the patient losing weight so a posterior placement to the side of the body was done. The patient was diagnosed with malnourishment/weight loss in 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.